Manufacturer narrative:
A ge oec service representative investigated the issue and found that the operating rooms had fluctuating a/c voltage and the facility stated that they would handle the issue without further need for service. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot. No power on in an operating room. System removed to another suite and boot was without incident.